Event description:
It was reported that the leads had high impedances. Upon removal, it was noted that suture was tied to the lead itself and there was a visible kink/torque on the lead below the anchor, which may have contributed to the high impedance. The patient underwent lead replacement procedure. Patient is recovering well and great coverage postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. Upon removal, it was noted that suture was tied to the lead itself and there was a visible kink/torque on the lead below the anchor, which may have contributed to the high impedance. The patient underwent lead replacement procedure. Patient is recovering well and great coverage postoperatively.

Manufacturer narrative:
Investigation activities: visual inspection did not identify lead body damage due to directly suturing. However, visual (microscopic) and x ray inspection of the returned lead revealed that multiple cables were completely fractured at the bent/kinked location. The kinked region was located approximately 1 cm distal to the set screw mark of the clik anchor. No exposed cables were observed at the fracture site. The damage pattern indicates that the lead experienced bending or mechanical stress after exiting the clik anchor, resulting in the reported high impedances. The confirmed failure mechanism was cable fracture due to mechanical stress, not direct suture damage. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: the allegations of visible lead kinking and high impedances were confirmed. Product analysis identified multiple cable fractures at a bent/kinked location near the set screw mark of the clik anchor. The damage pattern is consistent with mechanical stress from lead flexing at the anchor exit point, resulting in elevated impedance. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.